Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was brought into the emergency room (ER) for lethargy and hypotension. The patient was noted to have recurrent bacteremia. The patient had a blood culture test again and came back negative.

Manufacturer narrative:
Concomitant medical products: g447 ICD, implanted: unknown; 4672 lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a positive blood culture for bacteremia. The leads were recommended for extraction; however, the patient has refused extraction and further treatment. The leads remain in use. The patient is enrolled in the post approval network (pan) clinical study. No further patient complications have been reported as a result of this event.